Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an intermittent error m-02 on the integrated electrosurgical unit (iesu/erbe). The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a the erbe iesu involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the iesu is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe had error s1-87, and m-02-3 upon power on. Upon visual inspection, front bezel starting to yellow severely, otherwise unit is in good condition.

Event description:
Refer to h10/h11 for follow-up information.